Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
During a site visit it was reported that blood is backing up into the flush line, even if the line is clamped off by a clinician on the outpatient oncology unit. The clinician estimates it happens in every 1/20 IV blood sets. The clinician stated they do not always need a flush, and so they don't always spike the other side of the blood tubing. Clinician reported the blood slowly migrates to the flush line side and sometimes will drip out onto the alaris devices even when the blue slide clamp is engaged. The blood IV set in question was not confirmed and no tubing was sequestered.